Event description:
Per information provided: (B)(6) 2009 - patient was diagnosed with incarcerated ventral (umbilical & supraumbilical) hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, ¿the ventral hernia incarcerated with peritoneal fat was identified and resected. The umbilical defect was identified and reduced. Both the defects were repaired using bard flat mesh (device #1) and sutured. ¿ (B)(6) 2009 - patient was diagnosed with incarcerated recurrent incisional ventral hernia thereby underwent open repair with implant of bard flat mesh (device #2) and collamend mesh (device #3). Per op notes, ¿the ventral hernia with incarcerated small bowel and omentum were identified and reduced. The omental adhesions were lysed. Omentectomy was performed. An underlay bard flat mesh (device #2) & collamend mesh (device #3) as onlay mesh was placed and sutured. ¿ (B)(6) 2018 - patient was diagnosed with recurrent incarcerated ventral hernia with small bowel obstruction thereby underwent open repair with excision of mesh (device #1, #2 & #3) and implant of bard soft mesh (device #4). Per op notes, ¿adhesiolysis was performed and incarcerated bowel was reduced. The mesh (device #1, #2 & #3) was adherent to the fascia wall and explanted. Multiple swiss cheese defects were identified and resected. The necrotic fascia and omentum were debrided. A bard soft mesh (device #4) was placed and sutured. ¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the collamend (device #3). Additional supplemental emdrs submitted to represent the bard flat meshes (device #1 and device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.